Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic pyloplasty - "surgeon noticed a part of the inner black instrument seal fall into the patient onto the bowel during procedure. This occured when inserting a johan/needle holder into the port to retrieve a needle from inside the patient. Surgeon explained no excessive force was used. Hospital would like to replace all cff73 ports with the lot number 1276953. They are indeed returning the event sample + 29 sterile units" patient status - n/a.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The picture of the rubber fragment provided by the customer appears to match the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.